Event description:
Philips received a complaint on the efficia dfm100 indicating that the ECG test failed. There was reportedly no patient involvement. The fse evaluated the device on site. No fault could be detected after testing. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.